Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs alleging that their lancet does not fully penetrate .the patient mentioned that the alleged issue began on (B)(6) 2011. Due to the alleged issue, the patient was unable to test and approximately 1.5 days later the patient developed symptoms of feeling dizzy and sweaty. The patient did not seek any treatment or contact their physician for assistance. This was the first time the patient was using the product. The technique of doing a blood test was correct. There was no misuse of the product and the alleged issue was not resolved over the phone. The product was replaced. The complaint is being reported since the patient alleged that due to lancet not fully penetrating the skin, the patient was unable to test and later developed symptoms suggestive of a serious injury.